Manufacturer narrative:
D9: date returned to mfg 2/19/2024. One sample was returned for evaluation. Visual inspection revealed that the tube was broken. No defect was observed that was related to the manufacturing process. As the sample was received in used condition, it was unknown how it was used. The failure mode could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the administration set broke during treatment of parenteral nutrition. A new administration set was used, and the issue resolved. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. E1: phone: (B)(6).